Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. Customer was using new infusion sets at the time of the incident. Customer indicated that the reservoir was changed and too glucose tabs to treat the low blood glucose with. Customer's blood glucose level also went to 400mg/dl and customer indicated that the cannula was bent. The customer was assisted with troubleshooting and there was no indication that the insulin pump over delivered insulin. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The product was not returned for analysis. No further details given.